Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the complaint that the devices were failing to alarm 'air in line' when air was found in the line was not confirmed from a review of the video alone and no devices were returned for investigation. Testing could not be performed because the devices were not returned for investigation; however, the facility provided a video showing air bubbles in the administration set passing through the air in line sensor without triggering an air in line alarm. The facility also provided a spreadsheet with the results of approximately seventy-two (72) pump modules tested for air in line; however, the spreadsheet did not include the single bolus configuration that the devices were programmed with at the time of the testing. The event date and the time were not reported. The facility provided the error and event logs of the concomitant pcu s/n 17776001. The suspect pump module error and event logs were not provided. The pump module event log shows the parameters for the air in line setting for the single air bolus threshold and if the accumulated air-in-line alarm is enabled. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states: there are different settings for single bolus, the threshold can be set at 50, 75, 125, 175, or 250 mcl (in anesthesia mode only, the threshold value can be set to 500 mcl). Air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. The pump module monitors the amount of air that passes the air sensor. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the determined values. Depending on the air-in-line setting, the pump module monitors the percentage of air in a specific window of volume that passes the air sensor. Lower air-in-line settings cause the pump module to evaluate the amount of air in smaller volumes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report indicating that the devices failing to alarm 'air in line' when air was found in the line could not be determined as the devices were not returned for investigation; however, it is possible that the single air bolus setting was too high to detect the air bolus observed. The single bolus air in line setting determines the bubble size that the sensor must detect in order to alarm. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the devices are allegedly failing to alarm 'air in line' when air was found in the line. There was patient involvement but no harm.

Event description:
It was reported the devices are allegedly failing to alarm 'air in line' when air was found in the line. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.